Event description:
A customer obtained non-reproducible, higher than expected vitros -hcg results for multiple patient samples drawn from a single patient while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. It is not known whether or not the affected result was reported to the clinician. There was no allegation of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros -hcg results occurred while using the vitros 5600 analyzer. A definitive root cause of this event could not be determined. However, an unknown sample interferent cannot be ruled out as a possible contributor to the event.